Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a low battery alert was received unexpectedly after the pump had been charged and subsequently, an unspecified malfunction occurred. Customer could not confirm battery percentage and could not confirm alert in pump history due to the malfunction. Customer's blood glucose was 183 mg/dl. The customer reverted to manual injections for insulin therapy.